Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0333573v, implanted: (B)(6) 2003. Product type: lead: product ID 748925, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 389033, lot# j0333573v, implanted: (B)(6) 2003. Product type: lead: product ID 748925, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension. (B)(4).

Event description:
It was reported that the patient was going to undergo device explant that day. The patient stated he was not using his implantable neurostimulator (ins) and did not want it replaced. The patient also reported having discomfort at the ins site. It was unknown how long the patient had been experiencing discomfort or not using the ins. The physician was considering leaving the extension and lead implanted in the patient. Additional information indicated the ins was explanted (B)(6) 2013. The patient reported the therapy ¿never worked for her.¿ the ins was explanted because it was at end of service (eos) and the patient stated it never worked for her. The patient wanted the ins removed rather than have the discomfort of an unused device in her buttocks. The physician removed only the ins and left the lead and extension implanted.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed it had reached "normal end of life" and had "no telemetry and no output."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.